Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a pain stimulation implantable pulse generator (ipg) experienced severe pain for several hours and was unable to get the external communicator and a white apparatus to work. After turning on therapy, the patient reported tingling in the tailbone, no relief of back pain, increased stimulation in the tailbone but not in the back, and continued severe back and tailbone pain throughout the day. The agent reviewed the battery light indicator of the communicator with the patient and instructed them to let the communicator charge. The patient powered on the communicator, observed an amber light, plugged it into the wall, and confirmed a green blinking light. The patient manually entered the communicator code in the application, placed the communicator over the implant, and successfully connected to therapy settings. The patient adjusted stimulation and changed to group b, reporting no immediate difference but feeling a little easier. The patient was advised to monitor and follow up with a healthcare provider if symptoms persisted. Patient (pt) called back stating previous complaint. During call pt closed all applications and reset the communicator. The pt entered the communicator serial number and was able to connect to therapy application. Pt was on group b since they changed from group a last week, they went to group c but still only had a tingle in their tailbone and left leg. Pt was redirected to their hcp. Patient called back and repeated previously documented information. Patient mentioned their communicator only shows a green light and the blue light does not work. Patient mentioned the handset showed not found, agent walked patient through closing all applications, toggling bluetooth off/on, resetting the communicator and powering off the handset. Patient powered on the handset, patient powered the communicator on and patient confirmed they were able to connect to their therapy settings. Patient mentioned they have pain on their lower and right side above their belt line. Patient mentioned the tingling (agent understood the stimulation) was at the tail bone going down to their legs and patient mentioned their back was killing them. Patient mentioned they tried all groups and they weren't getting relief. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient regarding an implantable neurostimulator (ins). The reason for call was patient reported that their stimulation hadn't been working right since they got the implant. Patient stated that they were laying on the bed and they could feel the stimulation, but when they raised their head up, the stimulation would cut off completely. Patient noted that the pain was in the belt line on their back and the stimulation from the very beginning had been in their tailbone down to their left leg instead. Patient mentioned that they had called and called, but nothing was working. Agent asked the patient if they had met with a manufacturer representative (rep) for reprogramming and patient stated that the rep had been out twice at their other doctor's office and they said they would tweak it and get it fixed, but that all they did was talk and nothing was done. Patient mentioned they were still trying to get some relief for their back since october 1st. Agent reviewed role of rep and as a courtesy agent sent an email to notify the field. The patient was redirected to their healthcare provider to further address the issue.